Event description:
Event description guidant received information that this ventricular lead was explanted due to dislodgement. Some loss of capture was noted on thelemetry in the hospital. The patient had no adverse effects.